Event description:
It was reported that during the implant procedure of this pacemaker system, the right ventricular (rv) lead was attempted to be implanted in the left bundle branch (lbb). The lead exhibited high impedance measurements and loss of capture (loc) in this position, therefore, the physician repositioned it in the rv apex. Threshold measurements were within normal limits, however, pace impedance measurements were noted to be high out of range. No adverse patient effects were reported. At this time, this device system remains in service.